Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: patient noticed right deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.